Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3093-28, lot# j0546589v, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: lead; product ID 3093-28, lot# va03l5n, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. (B)(4).

Event description:
Additional information received that the new lead and device were implanted successfully and the patient was receiving therapy.

Event description:
It was reported that there were problems inserting the lead into the header block. The reporter stated that lubricating the lead, loosening the set screws, and turning the ins at different angles to insert the lead were done, but that did not resolve the issue. The reporter stated that they were unable to get the lead past the set screw area and it appeared that the silicone in the header block narrowed the opening to a space which was narrower than the diameter of the lead. It was reported that there was a "slight bend" to the lead. The lead was removed and a new lead was used. The reporter stated that there were no problems after that and the lead was tested and impedances passed. Additional information has been requested but was not available as of the date of this report.